Event description:
The manufacturer has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer reporting on a 6mm electromyographic (emg) endotracheal tube stated "the current didn't flow on one side. The product will not return for evaluation because it was disposed of in the hospital." This event occurred intraoperative. There was no suggestion of patient injury. The available information indicates that the emg tube was not responding or stopped responding, and the user was not alerted by a system alarm, warning screen or error message. This has the potential to result in a false negative. False negatives could potentially cause injury to the patient by failing to identify a nerve. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.

Manufacturer narrative:
The device was not returned for evaluation. The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approximately 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. When information suggests that the nim equipment had the potential to cause patient injury it is assumed that the failure may go undetected. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.